Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no devices or photos were returned, therefore, the condition of the components is unk. Neither nor x-rays nor surgical notes were returned, therefore, component fit and orientation could not be determined. It is unk if the pt adhered to proper rehabilitation protocol. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, or type of activity (low impact vs high impact), are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible ad the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt was revised due to dislodgement of the polyethylene insert.